Event description:
Additional information received - the reporter stated the lens was implanted on (B)(6) 2013 and there were no additional complications related to the low vault.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) - no known impact or consequence to patient. Size incorrect for patient. Evaluation : method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned dry and there was evidence of dark surgical residue on the lens surface. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and visual inspection of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm micl 12.1 implantable collamer lens in the patient's right eye (od). The lens was explanted on (B)(6) 2013 due to low vaulting. There was no patient injury. The backup lens was implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.